Manufacturer narrative:
The monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was in a skilled nursing facility at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received 3 inappropriate treatment from the lifevest. At 10:44:45, the patient received the first treatment from the lifevest. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 30 bpm, the post-shock rhythm was an idioventricular rhythm at 20 bpm. At 10:47:09, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 30 bpm, the post-shock rhythm was an idioventricular rhythm at 30 bpm. At 10:44:45, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 30 bpm, the post-shock rhythm was an idioventricular rhythm at 20 bpm. At 10:55:09, the patient's rhythm was an idioventricular rhythm at 20 bpm with intermittent cardiac activity. At 10:55:10, the electrode belt was disconnected. Oversensing of cardiac activity contributed to the false detection.